Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro overheated. They changed out the t.w. Power supply to complete the procedure. The hospital did not report any patient effects.